Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 11 cm distal to the is-1 connector pin. A portion of the lead between the two received segments was not returned for analysis. The inspection of the lead segments demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics and location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state in the region of the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further damages were noted during analysis. The insulation was found broken at the distal lead's segment with the conductor cables to the rv shock coil and ring electrode outside the lead body. Furthermore, the conductor cables presented wavy deformations in this area of the lead. The severe mechanical stress conditions in the implanted state as well as the interaction with the triscupid valve have led to an abraded insulation, which broke as a result of strong pulling forces applied during the explantation procedure, causing the conductor cables to come outside the lead body at the position of the damage. The externalization of the conductor while the lead was implanted and in service could be excluded during the analysis. The rv shock coil was found deformed and the distal lead segment was found elongated, which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 3 years after the implantation, oversensing was noted on the right ventricular channel. The lead was destroyed by extraction, according to the explanting physician. The information about the events is under analysis. There were no dates provided for this lead or event.